Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a posterior leaflet prolapse/flail for a mitraclip procedure. The xtw clip became caught on the posterior leaflet flail. Standard troubleshooting could not free the clip from the flail. The clip was safely deployed on both leaflets and the flail. A second clip was implanted. The mr was reduced to grade 1-2. There were no adverse patient sequelae or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (clip became caught on the posterior leaflet flail). The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed with the flail being caught. There is no indication of a product issue with respect to manufacture, design, or labeling.